Event description:
Unomedical reference number (B)(6). Event occurred in the united states on (B)(6)2024, it was reported that the patient faced an occlusion alarm. The issue occurred despite trying different infusion sets. No further information was available.